Event description:
It was reported that in (B)(6) 2012, the patient fell off of the roof and experienced pain. The reporter stated that he no longer felt stimulation. It was noted that the patient did not have the patient programmer and was not able confirm that stimulation was turned on. The reporter stated that he might have to go to the emergency room for the pain. It was noted that the patient's back was cramping. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type programmer, patient; product ID 3487a, lot# l46664, implanted: (B)(6) 1997, product type lead. (B)(4).